Event description:
It was reported that the pump did not deliver insulin as intended. Customer's blood glucose (bg) was 330mg/dl. Tandem technical support performed a pump system check and reviewed pump data logs and found that the pump functioned as intended, however, customer maintained that the pump did not deliver insulin as intended. Reportedly the customer reverted to manual injections for insulin therapy.